Manufacturer narrative:
(B)(4). One (1) mmsi final tightener ¿ x25 driver [product code: 2797-12-600] was returned to the chu for evaluation. Visual examination revealed that approximately 0.5mm of the hexlobes on the x-25 driver distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis, however, not fully seated during use. Noted damage also suggests that it was likely attributed to unanticipated torsional forces during tightening, resulting in the tip becoming stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 tightener distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the distal tip of the tightener drive feature suggesting that a possible root cause may likely be that the tightener was attributed to unanticipated torsional forces during tightening, resulting in tip becoming stripped. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was posted as a l3-ilium extension of a posterior fusion. This patient original surgery was on (B)(6) 2015. He had a l4-s1 posterior fusion with l4-5 and l5-s1 tplifs using expedium ti 5.5 mm system and opal 24 mm revolve spacers. The patient was operated on yesterday due to adjacent level ddd at l3-4 and pseudarthrosis at l4-s1. The s1 expedium 5.0 mm x 40 mm screws at s1 were broken off between the bone screw and polyaxial head. Upon review of the s1 screw placement on the MRI, the surgeon found the s1 screws were not completely placed in the pedicle and could have been larger in diameter. The surgeon removed the broken screws and the remaining screws in the construct. He did a discectomy and placed a opal 24 mm revolve spacer at l3-4. He extended the construct up to l3 and revised the screw placement in s1. He replaced the 5.0 mm screws at l4 and l5 with 7.0 mm x 50 mm diameter screws and replaced the s1 screws with 8.0 mm x 35 mm screws. During insertion of the s1 screws, he broke the tip of the quick-connect screwdriver tip off. We switched the driver and inserted the screw without any difficulty. After the case, it was found that the two sfx torque drivers, screwdriver shaft and one expedium torque driver that need to be replaced because they are close to stripping. Plus, the other quick-connect poly screwdrivers was broken.